Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a pressure ulcer. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician who email support services, applied any creams or ointments to the skin irritation. Outcome of the irritation is unknown.